Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon noted that the maryland bipolar forceps instrument suddenly stopped burning. The instrument was replaced with a second maryland bipolar forceps instrument to complete the surgery. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument was placed on an in-house da vinci system for cautery test. The instrument was able to cauterize with no interruption. An additional observation not reported by the site was that the pitch up cable was frayed at the distal clevis hub. The small frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found.